Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02018.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil lps, an lp system detachment handle (handle), and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed penumbra coils into the target location using the lantern. The physician then advanced a ruby coil lp into the target location using the lantern and attempted to detach it using the handle; however, the ruby coil lp failed to detach. Therefore, the ruby coil lp was removed. The procedure was completed using another penumbra coil lp and a new handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil lp confirmed that the embolization coil was not detached from the pusher assembly and revealed that the pet lock was separated, and the pull wire was slightly retracted from its initial position. If the proximal end of the pusher assembly was not properly seated in the handle prior to detachment attempt, the pull wire may not completely retract from the pusher assembly distal detachment tip to detach the embolization coil. During functional testing, the ruby coil lp was able to be detached with the returned handle without issue. Further evaluation of the device revealed offset coil winds in the embolization coil and the kinks in the pusher assembly. This damage was likely incidental to the complaint. Evaluation of the returned handle revealed a functional and undamaged device. During functional testing, the handle was tested with a handle test fixture and performed within specification. The handle was able to detach a demonstration ruby coil lp without issue. Penumbra coils and handles are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-02018.